Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with a unknown size unknown saline implant and experienced left side capsular contracture, baker grade iii postoperatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab received two devices for evaluation, it cannot be determined which device is the suspect medical device for the reported capsular contracture, baker grade iii, since the two received products have the same volume engraved, both devices were found to have no apparent damage. Date of explant under field d6b is updated on this form to (B)(6) 2021 as per information received with one of the devices. On (B)(6) 2021, both evaluations were completed. Device evaluation summary (both): mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sal smooth rnd diap 325cc returned device. One of the devices had a crease/fold on the anterior view. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor became aware of the following: date of explant has been estimated and updated to (B)(6) 2021 under field d6b on this form. Product information has been updated under section d. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 8, 2020, mentor became aware that left side capsular contracture, baker grade iii was mistakenly reported under event description section b5 of the previous initial report. The capsular contracture, baker grade iii was experienced on the right side. Manufacturer¿s reference number: (B)(4).